Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a surgical procedure, the pleetman sac tore during use. The sac came off and fell into the pt and was retrieved. Another one was used to finish the procedure. No pt injury reported.